Manufacturer narrative:
This device was not evaluated by invacare. Based on the available information the most likely underlying cause is user error. The initial minor scratch on the end-users arm became infected requiring end-user receive medical treatment at the ER and prescription antibiotics. Should additional information become available, a supplemental record will be filed.

Event description:
The end-user repeatedly hit the arm pads on the tdxsp2v wheelchair while going through the hallways and doorways of his home causing the neoprene on the arm-pads to tear and expose the metal underneath. The exposed metal caused a scratch to his arm.